Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device was returned to the manufacturer and evaluated by a quality engineer. The product evaluation found the sample was received with product label identifying sample as item 8229970 nim flex emg endotracheal tube from lot 0205945140. From the condition of the returned device, the sample was found to have residue on the cuff and indicated customer use. The electrode assemblies were found intact along with the paper electrode attached to the tubing. No visible damages were noticed on the electrode assembly. No resistance readings could be taken with a fluke 21 multimeter, asset #1153-j, cal due date july 2013. Although, no damage was noticed on the electrodes, it is likely that the integrity of the paper electrode was impacted due to possible customer decontamination of the device. Based on the analysis, a likely root cause of the complaint could not be determined. Results: the condition of the device when received prevented electrical and performance testing and therefore, the alleged malfunction could not be confirmed.

Event description:
It was reported that during a thyroid procedure using the emg tube, "the doctor was unable to see impedance." Additional information found that the impedance problem was a poor response of the electrode on the right side. The left side was noted to work correctly. The emg tube was removed from the patient and replaced with another. The procedure was completed without further incident or injury to the patient.